Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was able to reproduce the reported issue. To resolve the issue, the stm replaced the battery. Customer uses this device in an off-label walking exercise program where the batteries are charged and discharged every day. Making the batteries fail early. Replaced safety disk due to hours. All functional and safety tests were passed to meet factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the battery for the cs300 intra-aortic balloon pump (iabp) would only last 10 minutes after a charge. There was no patient harm and no adverse event reported.